Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly patient was revised due to mom complications: weakness in right leg; balance issues; walk with a cane: right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-01241.